Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual and stable increase in shock impedance, measuring high out of range (oor) values greater than 138 ohms. The patient was seen in the clinic as they received a number of alerts due to the oor measurements. Technical services (ts) reviewed data from the device and explained that the reported observations could be related to a patient condition, lead integrity issues or a biological process around the lead. Subsequently, reprogramming was performed and currently is programmed that the device would beep when the impedance measurements are at 175 ohms. Troubleshooting recommendations were also provided, including defibrillation threshold (dft) testing. This rv lead currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section a1 patient identifier.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual and stable increase in shock impedance, measuring high out of range (oor) values greater than 138 ohms. The patient was seen in the clinic as they received a number of alerts due to the oor measurements. Technical services (ts) reviewed data from the device and explained that the reported observations could be related to a patient condition, lead integrity issues or a biological process around the lead. Subsequently, reprogramming was performed and currently is programmed that the device would beep when the impedance measurements are at 175 ohms. Troubleshooting recommendations were also provided, including defibrillation threshold (dft) testing. This rv lead currently remains in service. No adverse patient effects were reported.